Manufacturer narrative:
H10: the lot number for the device was not provided and a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for catheter fracture, material separation, deformation issue and wear. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6(device: 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break. This information was received from one sources. The malfunction involved a patient with no reported patient injury. The patient was reported as a 66 year old female who weighed 36kgs.

Manufacturer narrative:
The lot number for the malfunction was not provided, therefore, a lot history review cannot be performed. The device was returned to the manufacturer for evaluation. The investigation for the reported events are currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break. This information was received from various sources. The malfunction involved a patient with no reported patient injury. The patient was reported as a (B)(6) year old female who weighed (B)(6) kgs.